Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine 300 mcg/ml at minimum rate, bupivacaine 15 mg/ml at minimum rate, and morphine 30 mg/ml at minimum rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported a motor stall was seen at initial interrogation and the patient did recently have a magnetic resonance imaging (MRI). It was noted that the MRI was not due to a suspected with device/therapy, and that the MRI was performed due to the patient experiencing a seizure. It was noted that the patient has a history of seizures and that the seizure is not related to the pump. It was noted a motor stall recovery had not occurred. It was noted it had been more than 2 hours since the patient exited the MRI field. Telemetry stated was reviewed and it was discussed to re-interrogate pump with logs. The hcp stated that the logs showed another motor stall and recovery on (B)(6) 2018, and the hcp confirmed that the patient did have an MRI on that date as well. It was reviewed with the hcp that this was what we would expect to see in the logs when the patient has an MRI. It was reviewed to periodically interrogate the pump for stall recovery. No symptoms were reported. The event date was (B)(6) 2019. No further complications were reported/anticipated.